Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. While tying the knot the suture broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the procedure was a mammoplasty. After the suture broke, another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See medwatch 2210968-2012-05655 and medwatch 2210968-2012-05656. The same patient is represented in each medwatch.